Event description:
It was reported that an arteriotomy closure of the left femoral artery was completed using a perclose proglide device after a carotid stenting interventional procedure. Reportedly, after the procedure the patient complained of left leg pain and numbness. Two days later percutaneous transluminal angioplasty was performed. An occlusion was detected and repaired at the site of the proglide suture. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: reportedly, the patient complained of total leg numbness and pain at the site of the arteriotomy. Restenosis occurred at the site of the proglide suture and a percutaneous transluminal atherectomy was performed to repair the stenosis. There was good blood flow after the procedure. The patient was hospitalized for the procedure and was discharged the next day.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, additional information received indicated the patient complained of total leg numbness and pain at the site of the arteriotomy. Restenosis occurred at the site of the proglide suture and a percutaneous transluminal arterectomy was performed to repair the stenosis. There was good blood flow after the procedure. The patient was hospitalized for the procedure and was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4).